Event description:
It was reported that at the implant procedure there was difficulty placing the atrial lead. Several days later, the lead had dislodged and perforated causing a pericardial effusion. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.